Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 03.010.078 lot number pe02220 4.5mm/6.5mm stepped drill bit was likely caused by contact with the nail during surgery; however, this complaint is not likely a result of any design related deficiency. The device was returned and reported to have broken during surgery. This condition is confirmed; the distal tip has broken off the device along a slanted homogenous fracture surface. It was reported that the nail was adjusted while drilling for the proximal locking screws. The nail was likely twisted and contacted the drill bit. It is likely that the collision of the nail and drill bit sheared the distal portion of the drill bit off leading to this complaint condition. The device was manufactured in november 2014 and is over a year old. The balance of the returned device has dull cutting edges but is in otherwise fairly good condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. Implant and explant dates: device is an instrument so there would be no implant or explant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: DHR review, part number: 03.010.078, lot number: pe02220, release to warehouse date: november 12, 2014, manufacturing site is synthes (B)(4) and supplied by (B)(4), ncr (B)(4) was generated during the production of this lot for a finding of "there is no label" for one device which was subsequently scrapped. The labeling and packaging for this device has no bearing on the device's function and therefore this nonconformance is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A lateral entry femoral nail revision was performed on (B)(6) 2015 due to a nonunion. The surgeon was drilling for the proximal locking screw as he adjusted the femoral nail into the femoral head approximately 20mm of the drill bit broke off into the patient on the far side of the nail. Fragments of the drill bit were left in the patient. The surgery was delayed two (2) minutes. It was reported the procedure was successfully completed and the patient is doing well. This complaint refers to the broken drill bit. This case is linked with (B)(4). This report is 1 of 1 for (B)(4).